Event description:
"?Improper use. Pt intubated with a-line. Heparinized bag of normal saline 500 1:1 ratio hung to keep line open. Desired rate 1.5 ml/hr. Pressure infusion bag pumped up to 150mm hg on IV bag. Pt received 400 cc/24 hour period. No interventions required. Pt able to eliminate extra fluid via kidneys." Upon further query with the customer, the following info was received. The pressure monitoring kit was inadvertently used with a pressure administration cuff instead of an infusion pump. Pressure monitoring was started in at 9:00 am. A day later at 9:15 am it was noted that 400ml had infused over 24 hours instead of the expected 36ml. The pressure administration cuff was discontinued and the same pressure monitoring kit was used with a new container and an infusion pump. The pt's pt and ptt were reported to be "normal". The pt spontaneously voided large amounts of urine after the event and no medical intervention was required. The pt did not experiencve any adverse effects due to the event.